Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing resulting in inappropriate mode switch. The ra lead was capped and replaced on 20 nov 2025. The patient was in stable condition.